Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a video assisted thoracic surgery procedure, the device cut but did not staple, suture was used on the staple line. The surgeon did a leak test and there was a leak and continues suturing. There were some staples but not clinging to tissue, most were not in the proper b form. Suture was used to complete the procedure. The patient is in recovery.